Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident it was determined that the machine was not communicating and required a stock out update. A technical support specialist tss remotely accessed the station and reviewed the data synchronized debug logs identifying an error. Data synchronized and maintenance services were restarted but server access was initially unavailable. The station was found to be in manual recovery mode and a station side fix was applied per knowledge article ka manual recovery required datasyncinvaliduploadchangetrackingvalue after which the station entered retry mode. Once server access was obtained the tss ran the required fix script per ka retry insert into purge. Purge statistics and verified that the station upload status was current and syncing successfully. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the machine was not communicating and needed a stock-out update. The station was out of medication, but no stock-out notification was generated. There was no delay, no adverse events or injuries reported based on this event.